Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that ultrasound bronchofibervideoscope exhibited that the scope was not used, as it was plugged into the processor for use and shows incomplete/broken image. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.